Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a failure code 808:03 which interrupted delivery. It is unknown when or in which care area this event occurred. Patient involvement is unknown. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Incorrect date listed, this has been changed to the correct date of (B)(6) 2011 fields were left blank, this has been changed to include the receipt date of (B)(6) 2011. Device evaluation: the device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a washer in the pump head channel. In order to correct the condition the washer was removed and the pump head channel was cleaned, requiring no replacement of parts. If any additional information is received, a follow up MDR will be sent.